Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn 24 to 36 hours and patient experienced pain due to the reported issue.

Manufacturer narrative:
The device was received in the deployed position. Inspection of the needle mechanism assembly found no damages or deficiencies that would contribute in the reported needle mechanism failure. The environment seal and bottom housing were inspected and no damages, deficiencies, or evidence of the needle deploying into them were found. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would prevent the needle from retracting as intended. The cause of the event could not be determined. Inspection of the needle tip, soft cannula, adhesive pad, and bottom housing found no damages or defects that would contribute to pain or irritation. The cause of the event could not be determined.